Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert for high superior vena cava (svc) impedance measurements. It was noted that when the patient came into the clinic, a manual reading was done, and the lead was found to be within normal limits. The physician has opted to program the svc out of the shock vector and the alert for svc out of range impedance was programmed off. The lead is still in use. No patient complications have been reported as a result of this event.